Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. The jacket had holes in it as if someone had tried to cut it. These internal shorts caused noise in both the side-to-side and front-to-back channels. The monitor signal would also get shorted when this cord was manipulated. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. The electrode belt was repaired, retested and restocked. No adverse event resulted from the electrode belt cable problem. The pt received a replacement electrode belt.

Event description:
A (B) (6) female pt called to report that she was getting constant "adjust belt" messages. Support had her ensure all the electrodes were touching her body. There were. Support had her perform two manual recordings and download. The download revealed a flat fb channel and a ss channel that looked to be fine. Support sent the pt a replacement electrode belt.